Manufacturer narrative:
Per tandem's user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump calculated the incorrect bolus amount to be delivered; the customer did not deliver the bolus. Reportedly, the customer had accidentally entered 24 units of insulin to be delivered instead of 24 grams of carbohydrates for bolus calculation. The customer's blood glucose (bg) level was 148 mg/dl. Customer acknowledged the issue was due to user error and pump was performing as intended.